Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the stimulator had not been working as well the past couple of days. Patient clarified and stated they had been going to the bathroom more and their leakage was a bit worse. It was noted that prior to this, they had not been going to the bathroom quite as often. Patient also mentioned they had not slept well the past two nights and that it was due to using the bathroom more. Patient thought they used their programmer to increase stimulation to 2.5 the night before the report, and then decreased stimulation. Patient synced to their device and was at program 2 at 1.85v and increased stimulation to 2.0v and it was noted they could barely feel stimulation but that it was comfortable. No further complications were reported.